Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks following the removal of trial leads. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7254622.

Event description:
It was reported that the patient developed an infection at the needle entry area, following the removal of the trial leads. It was noted that during the lead removal, the physician reported no signs of concern in the entry area and the leads were discarded. Symptoms of infection were fever, difficulty in breathing and walking. The patient had been hospitalized, administered with antibiotics and was in recovery upon follow-up.